Event description:
It was reported that the swelling of the foley catheter balloon did not go back and it did not return. Per follow up information received via rcc on 17nov2025, stated that it was unknown about the patient involvement and impact.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the swelling of the foley catheter balloon did not go back and it did not return. Per follow up information received via rcc on 17nov2025, stated that it was unknown about the patient involvement and impact.

Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA #13490418 was opened to document the investigation. The root cause for this failure, per CAPA 13490418, is insufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 13490418. A DHR review was conducted as part of CAPA 13490418 to confirm the device met all applicable manufacturing requirements. The device manufacture date is not being provided as it is not required to address the scope of this investigation conclusion. Refer to CAPA 13490418 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.